Event description:
(B)(4). Hair loss, migraines, brain fog, depression, anxiety, unexplained skin rashes on face and neck. Painful intercourse, restless leg syndrome, ringing in ears, heart palpitations, insomnia, fatigue, excessive sweating.